Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and one month of post deployment, computed tomography scan of abdomen and pelvis without intravenous or oral contrast was performed, and findings were positive for fracture. The 11 o¿clock stabilized arm was missed and was noted in right ventricle. Around three months later, fluoroscopy of the abdomen demonstrated the inferior vena cava filter and was tilted approximately 20 degrees to the left. The right internal jugular vein was accessed using ultrasound guidance and a 4 french sheath was placed in the right internal jugular vein and a 7 french sheath was placed in the right common femoral vein. The retrieval system was placed through the right internal jugular vein after cannulating the inferior vena cava from the internal jugular vein. Diagnostic angiogram of the inferior vena cava demonstrated the top of the inferior vena cava filter to be within the lumen. It was decided to snare from the top and was able to do that with sequential collapsing of the inferior vena cava filter. It was able to move it without further incident and a completion venogram demonstrated the inferior vena cava without extravasation. Inferior vena cava filter was removed without incident percutaneously. Inferior vena cava filter was removed with completion angio showed no extravasation. Gross description demonstrated that the inferior vena cava filter was labelled with the patient¿s name and received fresh, was a silver-colored metal filter measured 5.2 cm in length and 0.2 cm in diameter. The filter was verified to contain a count of 11 prongs. There was no attached soft tissue. Therefore, the investigation is confirmed for filter limb detachment and filter tilt. However, the investigation is inconclusive for perforation of inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 12/2011), g2, g3, h6(conclusion). H11: h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted 20 degree rightward, struts perforated the inferior vena cava and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut remained in right ventricle; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for alleged perforation of the ivc, filter tilt and detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted 20 degree rightward, struts perforated the ivc and detached struts remained in right ventricle . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.